Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported does not recognize closed door, which was reproduced during evaluation. A review of the event history log identified does not recognize closed door as shut door - power off messages. The cause was determined to be a failing upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize open or closed door. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.